Manufacturer narrative:
Received one device. Customer reported complaint of ¿¿ cassette not attached error¿¿. Confirmed by performing visual and functional performance verification tests (pvt), found there was an alarm for ¿¿ cassette not properly attached in the event log. Calibrated downstream occlusion sensor (dso) /upstream occlusion sensor (uso) to correct this issue. Performed pvt. Unit passed all testing criteria. Unit rest to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a cassette not attached error. There was no patient involvement.